Manufacturer narrative:
Device not returned.

Event description:
It was reported that cartridge did not fit onto the pump. The customer changed cartridge to address the issue. Customer's blood glucose was 170 mg/dl.